Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. Timeouts were observed in conjunction with the pod generating an 0x69 occlusion alarm indicating occlusion during runtime (threshold exceeded at end of bolus). The cause of the generated 0x14 occlusion alarm could not be determined.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported blocked cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 17.9 mmol/l (322.2 mg/dl) while wearing the pod between 49 and 71 hours. It was reported that during an attempt to administer a bolus, the controller triggered an alarm indicating that delivery had stopped due to a blockage.